Manufacturer narrative:
Further information regarding this event has been requested. The results/ method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On an unknown date a trifecta gt was implanted. The device was explanted on an unknown date due to endocarditis and misshapen leaflets. Patient status is unknown. Additional information was requested but cannot be obtained.

Manufacturer narrative:
An event of endocarditis and "misshapen leaflets" was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.